Event description:
In 2007, this patient underwent endovascular repair due to a chronic dissection with aneurysmal degeneration of the aorta. Two gore tag thoracic endoprostheses were implanted. The left subclavian artery was intentionally covered at that time. Post-operatively, type I and type ii endoleaks were observed. The physician chose to reintervene, placing two additional tag devices for distal and proximal extension. The lsa was also coiled. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: tg3720/04181148, tg3710/04708359, tg3715/05095151.